Event description:
The site reported a case of alopecia after an embolization.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. (B)(4).